Event description:
Additional information: the patient was seen in the clinic for an unscheduled visit on (B)(6) 2020 due to increased lower extremity edema for which medication was adjusted. Monitor review showed no pump issues. The log file did not capture any unusual events. The vad and peripheral equipment were functioning as intended and no issues had been noted since using a non-grounded cable. No pump exchange was pursued. No interventions were performed and the patient was to remain on an unshielded cable and batteries due to suspected short to shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed the reported alarms and pump stoppage events; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the captured events appeared consistent with a potential driveline issue. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported lower extremity edema could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2020. The files revealed low speed events that ultimately resulted in pump stoppage events on (B)(6) 2020, while the patient was supported by the mobile power unit. These events were associated with low speed and low flow hazard alarms, and appeared consistent with a potential driveline issue. The account later communicated that they have not heard any additional alarms while the patient was on battery power or on an ungrounded patient cable with the power module. No pump exchange was pursued. The patient remains in stable condition with no intervention. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2019-03958. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump off, low flows, low speeds. There were speed drops starting (B)(6) 2020. The patient is currently on ungrounded cable/batteries and power module. Driveline x-rays showed internal bend approaching 90 degrees, potentially causing some stress on the driveline. There were no further low flows since (B)(6) 2020. The patient is stable and asymptomatic. A subcostal pump exchange was planned for end of (B)(6) 2020. The patient previously had a driveline repair on (B)(6) 2019.